Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). This is 1 of 2 medwatch reports regarding this event. Please see medwatch 2032227-2014-73528.

Event description:
The customer reported that his blood glucose went down to 42 mg/dl, after he had not eaten and given himself a manual injection when his blood glucose was 345 mg/dl. Customer was receiving no delivery alarms. Troubleshooting was performed. After the customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin through, insulin exited the tubing. It was explained the alarm was caused by an infusion set and/or reservoir occlusion. There were several no delivery and low reservoir alarms in the insulin pump history. Nothing further reported.